Event description:
The pt fell on the pump site on (B)(6) 2010 and subsequently a motor stall was confirmed, with no stall recovery. It was noted that in the week before the fall, the pt had an increase in spasticity. The pt experienced withdrawal: increased spasticity, agitation, pruritis, and pain. The pt did not undergo an MRI or any other testing related to the situation. The pump was replaced. During replacement, it was not possible to get cerebrospinal fluid back when aspirating the catheter so the catheter was also replaced. The pump contained morphine 5.5 mg/ml, 2.2 mg/day; baclofen 2,000 mcg/ml, 818.4 mcg/day; bupivacaine 15 mg/ml, 6.138 mg/day; and clonidine 400 mcg/ml, 163.69 mcg/day.

Manufacturer narrative:
(B)(4).